Event description:
A malfunction alarm with code malf 12 was reported, and the customer confirmed that the fault ID was available. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode before returning it. The customer agreed to return the problematic pump within 10 days using a prepaid label provided by tandem.